Event description:
It was reported that this device was explanted with a brady pacing rate not as expected allegation. This device was returned. It was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The pacemaker operated normally while implanted. No problem was detected. A lead was surgically abandoned and another was attempted during the same procedure due to an unknown product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
The b2 field has been corrected. Patient code 3191 captures the reportable event stating that the patient was sent to surgery. This device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The pacemaker operated normally while implanted. No problem was detected.

Manufacturer narrative:
At this time, the product has not been returned. If the product is to be analyzed, this report would be updated should further information be provided from the analysis.

Event description:
It was reported that this implantable pulse generator was explanted due to product performance issues and brady pacing rate not as expected. A surgical intervention was necessary to resolve the issue. A new device was implanted. No additional adverse patient effects were reported.